Manufacturer narrative:
(B)(4). (B)(6). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, right coronary artery. The 2.75 x 18 mm xience prox stent delivery system (sds) met resistance during the attempt to cross the lesion which resulted in the proximal shaft of the sds separating. A new xience prox stent was deployed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro x is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the 2.75 x 18 mm xience prox stent was not deployed as the stent broke. No additional information was provided.